Event description:
It was reported there was several catheter issues encountered due to a frequently flipped pump, and both pump and catheter were eventually replaced. It was initially reported that while doing an elective pump replacement due to normal end of life (eol), it was noticed that the catheter was disconnected or broken off from the pump. The healthcare provider did not opt to replace the catheter during that procedure, and decided to get further imaging and do the catheter revision the following day. It was later reported that for several years prior to the report date, the patient had flipped the pump several times, causing the need for multiple revisions. The patient was thought to be a "twiddler" and had flipped the pump several times since implant. The hcp noted a past revision because it had flipped so many times, that the catheter had coiled up near the pump. The final occurrence of a catheter break was discovered on (B)(6) 2013 and was confirmed by x-ray. The hcp suspected that the catheter integrity may have been compromised by several years of twisting, which caused the final break. The catheter was said to be visible on x-ray, in the back, but had broken off somewhere "near the spine." Due to the break, on (B)(6) 2013 a new catheter was placed below the previous catheter, and a portion of the old catheter remained implanted, however not in use. When the hcp removed the old pump on (B)(6) 2013, a piece of the broken catheter came out with it. Following the catheter placement, there was a good return cerebrospinal fluid (csf) flow. The patient experienced symptoms of lack of therapy relief due to the events. The patient outcome was unknown to the reporter as of (B)(6) 2013. The drug being delivered in the pump was hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, partially explanted: (B)(6) 2013. Product type: catheter. (B)(4).